Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 215 mg/dl. The customer stated that she woke up, normally turns light on, usually if esc goes to status screen and went to exit it won't work. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.